Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-sep-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 31-mar-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation, the leadless implantable pulse generator (ipg) dislodged following removal of the tether. It was further noted that the leadless ipg exhibited rising thresholds. A snare was used to remove the leadless ipg. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.